Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 600 mg/dl which was treated with insulin pump. Customer stated that insulin pump had compromised force sensor system. Customer stated that they was unsure if the drive support cap was protruded, loose, sticking out or flush. The insulin pump will be returned for analysis.